Event description:
During placement of first coil, the coil fractured from the pusher at the detachment zone. Part of the coil was in the parent artery but it could not be retrieved due to the fracture. A stent was used to push the coil out of the parent artery.